Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections and was treated with oral antibiotics. The abutment was removed (B)(6) 2015. The implanted device remains.